Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown, device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that the unspecified bd insulin syringe cannula breaks off. The following information was provided by the initial reporter: we are having recurring problems with 1 ml syringe, needle breaking and bending, lot 804889 2018-03, brand bd.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Batch history analysis (DHR) was performed, maintenance records and quality notifications were checked, and no records potentially related to these defects were found. For the defect of the needle breaking during use, no photos/samples were provided, it is not possible to verify the mentioned failure, so bd does not confirm/reproduce the claim. As no quality reports or maintenance history were verified, it was not possible to identify the potential root cause. H3 other text : see h10.

Event description:
It was reported that the unspecified bd insulin syringe cannula breaks off. The following information was provided by the initial reporter: we are having recurring problems with 1 ml syringe, needle breaking and bending, lot 804889 2018-03, brand bd.